Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was variable. Concomitant medical products: 5554, lead, (B)(6) 2004. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had pacing failure. The device was checked and the data showed no issue but the possibility of diurnal variation was suspected and thus ventricular capture management (vcm) was set for every hour. A few months later a routine device check was conducted. No significant change was observed in the previously set vcm data; however, there had been a polarity switch to unipolar configuration due to abnormal lead impedance. The patient was observed with a holter monitor. The result from the holter monitor confirmed pacing failure, indicating suspected damage to the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.